Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v911747, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer initially reported never having therapeutic effect since implant. Therapy was "not working" and there was no stimulation sensation. The patient had never felt stimulation except for during a reprogramming session at her doctor's office in (B)(6) 2013. It was noted that the patient felt it had been a waste of time, they didn't sleep well at night, and they wished they had not done it. The patient was not going to pay to have it removed and "I'm not going through that pain". The patient declined having the therapy checked. Additional information received from the hcp reported that the cause of the event was unknown as the patient had not notified the office. It was noted that the patient stated it only worked in the office. It was noted that the patient had been non-compliant and had never liked the results. The patient refused to follow-up and did not want to fool with it anymore. Follow up information received on 29-jul-13 reported that the patient still had concerns with their device therapy but had not sought further help. Additional information received on 31-aug-15 reported a loss or change of therapy, noting the "device wasn't working." The indication for use included gastrointestinal/pelvic floor. Cause, malfunctions, troubleshooting, actions, and out come remain unknown.